Manufacturer narrative:
The device was inspected by an arjo representative. No malfunction was found. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an incident involving a carevo shower trolley. The resident was transferred from a bed to the carevo device using a sliding sling. During the transfer from the bed to the carevo device, the resident slipped between the bed and the carevo device. The carevo device slid away. According to the resident and the caregiver, the brake was not properly applied. At the time, the resident was assisted by 1 carer. The resident was then lifted off the floor using a passive lift. As a consequence the resident sustained bruises on forehead, left hip and had painful left foot. The resident did not go to hospital. She was examined by a nurse specialist.

Manufacturer narrative:
Arjo was notified of an event involving a carevo shower trolley. It was reported that during a transfer (using a sliding sling) from a bed to the carevo device, the resident slipped between the bed and the carevo device. The carevo device slid away as the brake was not properly applied. The resident fell and was then lifted off the floor using a passive lift. As a consequence, the resident sustained bruises on the forehead and left hip, and had pain in the left foot. The resident was examined by a nurse specialist. The carevo inspection revealed no malfunction that could have contributed to the event. All the brakes were checked by the arjo representative and found to be functional. It was not possible to recreate the reported scenario. When the carevo had its brakes applied, it could not shift. It was reported that the brake of the carevo device was not applied properly during the event. Therefore, the carevo device moved away while transferring the resident from the bed to the carevo. This indicates incorrect device usage. The carevo instruction for use (IFU; 04.ba.08_16) includes the following: - "warning: to avoid falling during transfer, always make sure that the brakes are applied on all equipment being used." - "apply all four castor brakes on the carevo shower trolley." The arjo device was being used for the resident handling at the time of the event. The device met its specifications, as no malfunction was found that could contribute to the event. The complaint decided to be reportable due to the resident fall reported.